Event description:
Additional information received states that the physician feels the initial heparin dose at the beginning of the procedure may hav lead to a sufficient act time at first (.400 sec.), but the blood thinning effect was not lasting long enough. According to postoperative clotting-consultation, the problem most likely has been caused by a general inflammatory in context with the endocarditis response with immediate activation of the clotting process. It was not possible to get rid of the thrombus formation by medication, but only with changing the prosthesis. The unexpectedly fast falling of the act after heparin bolus means that the act which has been used to measure the effectiveness of the heparin during the operation showed normal values too soon.

Manufacturer narrative:
Additional information received states that the physician feels the initial heparin dose at the beginning of the procedure may hav lead to a sufficient act time at first (.400 sec.), but the blood thinning effect was not lasting long enough. According to postoperative clotting-consultation, the problem most likely has been caused by a general inflammatory in context with the endocarditis response with immediate activation of the clotting process. It was not possible to get rid of the thrombus formation by medication, but only with changing the prosthesis. The unexpectedly fast falling of the act after heparin bolus means that the act which has been used to measure the effectiveness of the heparin during the operation showed normal values too soon. (B)(4).

Manufacturer narrative:
Additional information was received that the patient underwent resuscitation, and had a prolonged recovery time with no further adverse patient effects. This information was inadvertently left out of the initial report. Relevant medical history has been added. This information was inadvertently left out of the initial report.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection of the product indicated coagulated blood on the inflow. All leaflets were stiff due to host tissue on the inflow and outflow. The condition of all commissures could not be observed due to host tissue overgrowth. Tan to brown thrombotic-appearing host tissue covered all leaflets on the inflow and outflow, resulting in restricted leaflet movement. Radiography showed no evidence of mineralization in the valve and/or host tissue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the returned product analysis, the thrombus formation onto the leaflets (inflow and outflow) would have significantly impaired the leaflet mobility. The impairment of leaflet mobility may have caused the stenosis and high gradient. Based on the received information and return product analysis, there was no allegation that the thrombus formation was related to the valve or its function, but rather that it was related to the procedure and/or patient medical history.

Event description:
Medtronic received information that during the end-phase of surgery, following the implant of this bioprosthetic valve, a transesophageal echocardiogram (tee) revealed high gradients, high grade stenosis, and thrombus formation. After repeated medication administration the activated clotting time (act) lab value revealed unexpected quickly returning of normal lab values. Subsequently, the valve was explanted and replaced with a non-medtronic device. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Return of the product has been requested for laboratory analysis. Cine images have been requested. The investigation is ongoing. Details of the analysis and investigation will be provided in a supplemental report. (B)(4).